Event description:
Per the clinic, the incision site was not healing well, and the patient subsequently experienced wound dehiscence and infection, resulting in exposure of the implant (specific date not reported). Subsequently, the device was explanted (specific date not reported), and the patient was reimplanted with another cochlear device after the skin had healed. Additional information has been requested but has not been made available as of the date of this report.